Manufacturer narrative:
Return of the tube for investigation has been requested. If the sample is returned, a failure investigation will be performed. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported the tubes cuff leaked, affecting pt ventilation. The tube was removed and the pt was re-cannulated.